Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope, and 3.8 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to clogging of the nozzle, water removal ability did not meet the standard value. In addition to the nozzle being clogged with foreign material due to insufficient cleaning, the additional findings are as follows: due to a pinhole on the channel tube, water tightness was lost; due to wear of the angle wire, bending in the up direction and the play of the up/down knob did not meet standard value; adhesive on bending section cover had a chip, crack, and white-clouded area; and the paint on the air/water cylinder and suction cylinder was peeled. The following device components were found scratched: plastic distal end cover, connecting tube, switch 1, and the protector of universal cord on control section side. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had ineffective or weak air/water flow. The event occurred during a therapeutic endoscopic submucosal dissection procedure. The procedure was completed using the same set of equipment. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found clogging the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.